Event description:
Revision surgery - poly wear.

Manufacturer narrative:
This failure investigation is limited in scope since the explanted product was not returned. If the part is returned at a future date, this investigation will be reopened. The initial surgery was in 1997, the revision operation was in 2008, showing a period of patient use of 11.2 years. There was no information in this complaint about patient activities, accidents, or medical contraindications that may have contributed to the worn insert. The 2008 surgery was completed successfully with an ultra congruent insert of the same size 8 and a thicker dimension of 15 mm rather than 11 mm as in the original implant. The root cause of the poly wear appears to be a result of repeated high flexure or significant loads & torques on the knee system over more than eleven years. Historically, from returned samples with similar problems, damaged inserts involved combinations of excessive wear, particulate generation, pitting, delamination, and polymer fractures. In addition, the tibial insert from this lot was made from an earlier version of ultra high molecular weight polyethylene (uhmwpe) known as gur 4150 and packaged without nitrogen flushing. This could have been a contributing factor in the damaged insert, although the insert had a significant period of patient use. This 4150 version of uhmwpe and packaging were medical device industry standards in the recent past. Newer version of polyethylene and packaging implemented at encore since 1998 provide implants with greater resistance to wear and oxidation. This uhmwpe lot was received in 1994. This is the final report.